Manufacturer narrative:
The threaded portion of the screw shank was not available for evaluation, and no imaging could be provided. Inspection of the received hardware revealed no unusual markings, with the exception of the fracture region. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done for a screw which broke post-operatively.